Manufacturer narrative:
Reference record: (B)(4). Correction: g3: manufacturing awareness date. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Correction: initial date received by manufacture (reportability awareness date) was amended from 05 may 2023 to 08 may 2023.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023, the patient visited the emergency room for a "possible infection of the stoma" and was treated with intravenous antibiotics. No further information was available.